Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010 at 16:45:33, the device recorded a write to locked ram por (power on reset).

Event description:
It was reported that patient complained of "hearing alert tones." Upon interrogation, power-on reset parameters were reported. Device is still in use. No further complications have been reported as a result of this event.